Event description:
Device access and deployment normal, contralateral limb and main body deployed without problem, little or no movement in the graft once placed. During ipsilateral limb deployment, the tip detached or separated from the main delivery system. The tip was snared out, and a 20mm limb extension was placed. A jump graft was performed.